Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. User facility medwatch report #5077964.

Event description:
Sus voluntary medwatch received with the following information: it was reported that the procedure was to treat an unspecified artery in the left lower extremity. A venogram via the retrograde popliteal approach was performed in an attempt to achieve recanalization of an unspecified iliofemoral stent. A non-abbott guide wire and 300 cm command guide wire were used. However, the tip of the command guide wire separated in a chronically occluded vein. The tip was unable to be retrieved and remains in the patient. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the reported tip detachment. As reported, the separated tip became entrapped within the occluded stent resulting in the reported guide wire entrapment and the reported device embedded in vessel or plaque. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. A chronically occluded left iliofemoral stent was being treated. The command guide wire met great resistance with the anatomy during advancement, and the device only made it partially to the stent before the physician aborted the procedure. Additionally, the separated tip became entrapped within the occluded stent. However, the patient is stable. No additional information was provided.